Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010. It was reported the ipg has indicated the battery is nearing depletion. As battery passivation is suspected, the pt is continuing to work with her physician for device reprogramming. According to the MFR's device registration system, the ipg remains implanted. No further pt's complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.